Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue housing on a minicap transfer set was cracked. This event occurred during use with patient involvement. The device was placed six months before the incident occurred and was replaced when the crack was detected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.